Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a syncopal episode and received inappropriate therapy due to possible supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No further patient complications have been re ported as a result of this event. <(><<)>end>